Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular and femoral components were revised. The components were implanted in situ for 10.31 y. The patient presented with a (B) (6) score of 6 three months prior to revision surgery, and a maximum score of 6 since implantation. (B) (4)